Event description:
It was reported that inappropriate therapy due to lead fracture was observed. Lead was cut, capped and replaced. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 22.0cm was returned for analysis. External insulation abrasions were noted at 19.2-19.5cm and 19.3-19.6cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.